Event description:
Per the clinic, the patient experienced an increase in tinnitus. Subsequently, the implant fixture and implant magnet was removed on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on june 13, 2024.